Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient suspected this pacemaker to be in safety mode. Technical services (ts) was consulted and advised the patient to follow up with the clinic to have the device read. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Amended complaint summary.